Event description:
It was reported that bd bbl¿ trypticase¿ soy agar, modified (tsa ii), deeps two failed tests from low cfu recovery when using product 297941, lot 2301029. The following information was provided by the initial reporter: customer is reporting two failed tests from low cfu recovery when using product 297941, lot 2301029.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00114 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar, modified (tsa ii), deeps two failed tests from low cfu recovery when using product 297941, lot 2301029. The following information was provided by the initial reporter: customer is reporting two failed tests from low cfu recovery when using product 297941, lot 2301029.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.